Event description:
Info received indicates there is no scale display due to fluid ingress/corrosion on the 22-position connector.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.